Event description:
The customer contact reported a possible operator "error in programming" the device, which resulted in the pt receiving more medication than intended. The device was programmed at an unspecified time to deliver an unspecified concentration of morphine. No further programming parameters were provided. After an hour, the pt notified the nurse that the entire vial of morphine had been delivered. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing including delivery accuracy. Though requested, no additional info was provided.